Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 27mm mitral mechanical valve at the "anti-anatomical position", it was reported that one of the leaflets did not open or close normally. Therefore, a second extracorporeal circulation was started. After rotating the valve to anatomical position, the leaflets moved with no difficulty. No additional adverse patient effects were reported.